Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a re-intervention occurred. The target lesion was located in the left anterior descending artery. The reference vessel diameter was 3mm and the lesion length was 10mm. Pre-procedure was 63% stenosis and post-procedure was 5% residual stenosis. A 3x12mm liberte stent was implanted. No attempt made for direct stenting. The procedure was a techincal success. 2 days after first treatment, due to anginal status and ECG the patient underwent re-ptca in the target vessel. At 11 days later, the patient was discharged with no current anginal complaints or silent ischemia. Discharge medications included asa 100 mg/daily and clopidogrel 75 mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Product unavailable for analysis.